Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, a balloon rupture occurred. The physician implanted a taxus express2, unknown size, to the 90% stenosed lesion located in the severely tortuous and calcified mid to distal left anterior descending (lad), covering the ostial left circumflex (lcx) artery. The physician then used kissing balloon technique on the ostial lcx using a 3.0x20mm maverick2 balloon, but the balloon ruptured. The procedure was completed using a different device. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this particular batch shows that the device met material, assembly and product specifications. The most probable root cause is operational context as the complaint is associated with a product that meets the bsc design and manufacturing specification, but due to anatomical/procedural factors encountered during the procedure, the performance was limited.